Manufacturer narrative:
It was reported that "unit started smoking around the on button". It was reported that "missed necessary treatments".it has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Device started "smoking".